Manufacturer narrative:
8/7/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the jaws would not open. The hosp has not provided any add'l info.